Event description:
The customer reported the bedside monitors (bsm) on the 3rd floor are sporadically admitting/discharging patients. They have provided logs for investigation. They initially stated that this was happening on the bsm-1700s, and now they state it is happening on a different model, bsm-4000s, which does not seem correct as that model cannot be used as a transport monitor. Therefore, we are still confirming this with the customer and filing this under the initial device that was provided. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitors (bsm-1700s) on the 3rd floor were sporadically admitting/discharging patients. No patient harm was reported. Service requested: troubleshooting. Service performed: the reported issue was investigated by the manufacturer by analyzing the logs and relevant information provided. It was confirmed that the bsm-1753a has been used as the input unit of the bsm-6000. It was also confirmed that the bsm-6000 had been connected to the network via the hardwired cable. As per the information that the phenomenon occurs about 15 to 20 times per day, the following could be confirmed from the logs of the central nurse's station (cns-6801): there was no admitting operation from the cns on (B)(6). There was 1 discharging operation from the cns on (B)(6). The patient transfer was conducted twice on (B)(6). One of them appeared to be that the patient was transferred from another cns to the cns in question. The transport was conducted 8 times on (B)(6). Investigation summary: from the situation above, it is supposed that the meaning of "sporadically admitting and discharging" indicates the transport and the patient transfer. The customer did not respond to additional information requests. Based on the manufacturer's analysis, there were incidents on (B)(6) 2020 where patient transfer operations were performed on the cns. There was no evidence of automatic patient discharge. It is assumed to be attributable to user error, however due to limited information provided, the root cause of sporadic patient discharge could not be determined. The issue has not been reported again at this site since (B)(6) 2020. The risk level is determined to be medium. No CAPA is required at this time. Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the bsm. Central nurse's station: model: cns-6801a; sn: (B)(6). Bedside monitor: model: bsm-6000 series. Sn: ni.

Manufacturer narrative:
The customer reported the bedside monitor (bsm) on the 3rd floor are sporadically admitting / discharging patients and. They have provided logs for investigation. They initially stated that this was happening on the bsm-1700s, and now they stated it is happening on a different model bsm-4000s which does not seem correct as that model cannot be used as a transport monitor. Therefore, we are still confirming this with the customer and filing this under the initial device that was provided. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the bsm. Central nurse's station: model: cns-6801a, sn: (B)(4).

Event description:
The customer reported the bedside monitor (bsm) on the 3rd floor are sporadically admitting / discharging patients and. They have provided logs for investigation. They initially stated that this was happening on the bsm-1700s, and now they stated it is happening on a different model bsm-4000s which does not seem correct as that model cannot be used as a transport monitor. Therefore, we are still confirming this with the customer and filing this under the initial device that was provided. No patient harm reported.